Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence and during basal delivery with multiple cartridges. Subsequently, a cartridge alarm (alarm 25) occurred. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. The customer's blood glucose level was in the 200s (mg/dl).